Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork did not suggest or question a malfunction. The pump was removed prophylactically to avoid in-vivo battery depletion and was returned for disposal. There was reported to be no patient injury and the patient recovered without sequela. The medications being delivered via the device system were bupivicaine and morphine sulfate. The pump underwent routine analysis.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed "cracked pump tube - leaks (drug related)". The pump tube cracked along the phalange, located on the upper outer side 1.5 cm from the end of the pump tube inlet port. A 6ml of a pink-brown liquid was removed from the motor housing. The dust cover screws were corroded away, and the cover was loose. There is widespread dendritic growth and the residue/corrosion. Both feedthrus have extreme dendritic growth. The roller arm area is wet and the metal parts are discolored.